Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, visibility/palpability, anxiety-product/procedure.

Event description:
Patient reported right side "late seroma," textured to smooth exchange and "little bit of enlargement on top". The device remains implanted.